Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on march 22, 2019. - attachment: [136533 - device analysis report reg.pdf].